Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # the distal segment of the lead was returned and analyzed. The proximal lead conductor was fractured. It was also noted that the lead was returned in bad condition due to explant damage. Found proximal conductor fractured in 2 spots. Concomitant products 4058 implantable pacing lead (B)(6) 1995; 4558 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.